Event description:
It was reported that approximately 22 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, decreased range of motion, ambulation or postural difficulties, pain, scar tissue, femoral and tibial loosening. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Report numbers: 1038671-2024-02711, 1038671-2024-02712 multiple MDR reports were filed for this event, associated reports: 1038671-2024-02711, 1038671-2024-02712. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, femoral loosening, tibial loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.